Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported he had symptoms of hypoglycemia, had an aviva system result of 158 mg/dl. Retest result was 62 mg/dl within 10 minutes. He stated that he felt better after eating a bowl of corn flakes with milk. Retest result 15-20 minutes after the 62 mg/dl was 73 mg/dl. A request was made for the return of the meter and strips, replacement strips sent.